Event description:
It was reported that the patient developed an episode that the device originally classified as supra ventricular tachycardia (svt), and did not treat. The patient felt symptomatic and was externially cardioverted, which lead to the rhythm slowing down. It was felt that the device had not correctly classified the episode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).